Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead oversensing of noise causing pacing inhibition of >2 seconds. It was recommended to try and recreate the noise for a possible lead revision or possible insulation breach. Surgical intervention was later performed and the lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead oversensing of noise causing pacing inhibition of >2 seconds. It was recommended to try and recreate the noise for a possible lead revision or possible insulation breach. Additional information has been requested from the field and this report will be updated when response is received. No adverse patient effects were reported.